Manufacturer narrative:
Event date was reported to have occurred on an unspecified date "three weeks ago". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis that was manifested by cloudy effluent. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. The patient was treated with cefazolin (1.5mg, intraperitoneal, duration and frequency not reported) and ceftazidime (1.5g, intraperitoneal, duration and frequency not reported) for peritonitis. At the time of this report, the patient was recovering and doing better since starting antibiotics. Action taken with pd therapy was not reported. No additional information is available.